Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 20-mar-2017 and is past the one (1) year manufacture warranty period. The customer was advised that their unit would need to be replaced as the device is no longer under warranty and is non-repairable. Since the device was not returned to verathon, the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.